Manufacturer narrative:
Alleged failure: it was reported shaver tip broke off in pt. All pieces are accounted for. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause of these issues is contact between the blade and a hard object, resulting in damage to the blade teeth and subsequent impact on the housing edges. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the shaver tip broke off. All pieces are accounted for.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the shaver tip broke off. All pieces are accounted for.